Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. The user received an "unexpected scope shape" notification at 12:38 as the scope advanced into the parenchyma, which was classified as use error based on log data. Despite intermittent em signal loss from 12:42 to 21:15, the user continued navigating toward the target without significant deviation, indicating the signal loss did not impact the procedure. The physician's actions suggest confidence in scope positioning, and therefore, the em signal loss is unlikely to have caused or contributed to the injury. The outcome appears more related to the user's navigation technique than to signal disruption. This complaint is reported based on the following conclusions: a pneumothorax was identified 2 hours after a galaxy-assisted biopsy procedure, leading to chest tube insertion. The physician was uncertain about the cause of the injury and it is unknown whether the scope or the physician's navigation caused or contributed to the injury. A malfunction of em signal loss was reported and a use error was identified in the investigation.

Event description:
A pneumothorax was reported during a galaxy-assisted biopsy procedure for a 14mm left lower lobe lesion. The pneumothorax was discovered 2 hours post procedure. A chest tube was inserted. The chest tube was removed 24 hours later, as they were already an inpatient due to a tracheostomy. The hospital stay is unrelated to the chest tube. A malfunction of em signal loss was reported and a use error was identified in the investigation. The scope was not returned for investigation due to possible tb-exposure. Attempts to acquire additional patient demographics were unsuccessful.

Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. The user received an "unexpected scope shape" notification at 12:38 as the scope advanced into the parenchyma, which was classified as use error based on log data. Despite intermittent em signal loss from 12:42 to 21:15, the user continued navigating toward the target without significant deviation, indicating the signal loss did not impact the procedure. The physician's actions suggest confidence in scope positioning, and therefore, the em signal loss is unlikely to have caused or contributed to the injury. The outcome appears more related to the user's navigation technique than to signal disruption. This complaint is reported based on the following conclusions: a pneumothorax was identified 2 hours after a galaxy-assisted biopsy procedure, leading to chest tube insertion. The physician was uncertain about the cause of the injury and it is unknown whether the scope or the physician's navigation caused or contributed to the injury. A malfunction of em signal loss was reported and a use error was identified in the investigation. Update h11: the investigation identified an additional use error involving incorrect lesion selection, which led to inaccurate navigation. This finding was further supported by an external expert review, which concluded that the pneumothorax likely occurred during scope navigation in the periphery as a result of inaccurate lesion targeting and significant CT-to-body divergence (ctbd).

Event description:
A pneumothorax was reported during a galaxy-assisted biopsy procedure for a 14mm left lower lobe lesion. The pneumothorax was discovered 2 hours post procedure. A chest tube was inserted. The chest tube was removed 24 hours later, as they were already an inpatient due to a tracheostomy. The hospital stay is unrelated to the chest tube. A malfunction of em signal loss was reported and a use error was identified in the investigation. The scope was not returned for investigation due to possible tb-exposure. Attempts to acquire additional patient demographics were unsuccessful.